Manufacturer narrative:
(B)(4). The data logs show this unit has not been powered on since (B)(6) 2016, when the fsr replaced the batteries during scheduled preventive maintenance (pm). The fsr advised the chief perfusionist (ccp), since the unit is stored in the corner and not set-up for use, the fsr requested notification from customer of date when unit will be put into service so he can install new batteries.

Event description:
It was reported that during the use of the device for a non-clinical activity, the field service representative (fsr) found the total nominal available capacity (tnac) read 0.44 amp hours (ah), batteries essentially dead. This was found by the fsr when he was at the customer site to download data logs. There was no patient involvement.

Manufacturer narrative:
Per the field service representative (fsr): the spare perfusion system is still located in the corner, nothing has been installed to ready the unit for service at this time.

Manufacturer narrative:
The reported complaint was confirmed. Both batteries were received severely depleted indicating lack of proper maintenance / charging. They would not support the system in this condition. After charging, the batteries met specification but may have suffered some irreversible degradation due to prior neglect. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. This is considered user error as the customer did not power the unit since (B)(6) 2016 and therefore did not charge it. The field service representative (fsr) is working with the director of perfusion to install the batteries when the unit is ready to be put in service. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.